Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analysis indicated that there was normal depletion and the device met expected longevity.

Event description:
It was reported that the elective replacement indicator was triggered and that there may have been possible premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.